Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found image failure (noise) due to cable failure. Furthermore, the following additional issues were identified during inspection: a broken light guide bundle, cable scratches, outer tube dent, loosening of the cereal ring, light guide connector damage, and outer tube damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", displayed image noise. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a broken light guide bundle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to application of excessive force and improper handling. Olympus will continue to monitor field performance for this device.